Manufacturer narrative:
(B)(4).

Event description:
It was reported "upon speaking to ccu staff, they had used the pump on the same patient last week and then again just a few hours before I used the pump for training. The patient came off the pump for the second time due to cardiogenic shock and was comfortable and stable when I went onto the unit to train. The alarm had not gone off for the 24 hour period the patient had been on the pump [since] 23rd-24th august. However, the time before [prior week] the pump did continuously alarm, though this was not reported to [manufacturer] at the time. Only when I enquired did they divulge that this had been the case. I have taken the pump out of service and we have arranged uplift and a loan pump will be delivered to them tomorrow [(B)(6)2022]."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A recorder strip with multiple alarms including "possible helium loss 2" occurring on (B)(6) 2022. The event date of this complaint is 08/15/2022. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "upon speaking to ccu staff, they had used the pump on the same patient last week and then again just a few hours before I used the pump for training. The patient came off the pump for the second time due to cardiogenic shock and was comfortable and stable when I went onto the unit to train. The alarm had not gone off for the 24 hour period the patient had been on the pump [since] (B)(6) . However, the time before [prior week] the pump did continuously alarm, though this was not reported to [manufacturer] at the time. Only when I enquired did they divulge that this had been the case. I have taken the pump out of service and we have arranged uplift and a loan pump will be delivered to them tomorrow [(B)(6) 2022]."